Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up arrow) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were found to be worn. The up and contrast buttons were intermittently unresponsive and required multiple presses to elicit a response and the up and contrast buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts. Unrelated to the complaint, evaluation revealed that there was a vibration motor failure and the display lens was scratched.